Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 462 mg/dl and other blood glucose level was 418 mg/dl. The hooks up to connection the quick release it broken and he just changed out, his blood glucose was going up and kept giving a bolus it was broken. Customer declined troubleshooting for insulin pump. Customer was used auto mode with the insulin pump. The insulin pump will not be returned for analysis.